Event description:
It was reported that aspiration failure occurred. A 2.4mm jetstream xc atherectomy catheter was selected for a right iliofemoral atherectomy procedure. During the procedure, significant resistance was noted when the blades were down, and a buzzing sound was heard. The rotation system seemed blocked, no more aspiration was observed, but the infusion seemed to be working. There were no error messages observed. The catheter was removed to verify its integrity. The rotation worked fine, but the noise continued. No separation was observed. The procedure was completed with a different device. There were no patient complications reported.